Event description:
It was reported that during central processing, the harmonic ace instrument had a recognition issue. Use of the instrument was discontinued, and it was replaced to the backup. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found the primary finding of instrument blade broken to be related to the customer reported complaint. A review of the logs found no errors related to recognition. The instrument was found to have the blade broken at the base. A piece approximately 0.084" x 0.559" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint regarding an instrument recognition issue was confirmed by failure analysis.